Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion. The device was discarded by the manufacturer.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was found to have an unknown substance that would not come clean. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.